Manufacturer narrative:
Unable to prime during prime alarm test due to loose/protruded drive support disk. The insulin pump passed displacement test. Unable to perform occlusion, basic occlusion and excessive no delivery alarms due to prime anomaly. Motor was tested. No motor anomaly noted. Cracked display window and cracked reservoir tube lip noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the drive support cap is protruded. Customer's father advised to discontinue use of the insulin pump. Nothing further reported.